Event description:
During a ptca procedure to treat a lesion in the distal rca, after the guide wire advanced, an attempt was made to advance another company's dilatation catheter. However, the catheter would not advance over the guide wire at the proximal part of lesion. The physician wanted to reposition the device, but the tip of the guide wire did not appear to be moving as the guide wire was retracted. The guide wire tip was in an eccentric and very tight stenosis with calcification. As the guide wire was retracted, the guide wire tip coils kept stretching. Both the dilatation catheter and the guide wire were left in place and an anchor device was advanced and connected to the distal end of the guide wire. The anchor device, along with the entire guide wire, were removed together through the catheter. The physician believed that the breakage possibly occurred while torqueing the guide wire in the tight, calcific stenosis. No patient effects were reported.